Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was removed 8 years ago after the catheter broke, the battery went dead, and the patient developed an (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.